Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported that incorrect time/date on the insulin pump, loss of communication between pump and mobile device, difficulty in closing the battery cap. The customer reported blood glucose value of 419 mg/dl. The customer was treated hyperglycemia with insulin pump. The event involved products mmt-1884l, unk_fotasoftware, mmt-441ag and mmt-342. Troubleshooting was partially performed for high blood glucose event. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. Troubleshooting was performed for automode. Explained what was missing to enter into auto mode/smartguard and how to resolve. Troubleshooting was declined by the customer for loss of connection. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was declined by the customer for battery cap damage. No further patient complications were reported. No product return is required for mmt-1884l. Product return is not applicable for non physical device unk_fotasoftware. No product return is required for mmt-441ag. No product return is required for mmt-342.